Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects. Reportedly, the device was used in the jugular vein. It should be noted that the electronic perclose prostyle instructions for use (eifu),states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties; therefore, a notification letter is not required. Reportedly, the device was used in the jugular vein. It should be noted that the electronic perclose prostyle instructions for use (eifu),states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties; therefore, a notification letter is not required.there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 medical device problem code: 1494 - incorrect anatomy the additional device referenced in b5 & d10 is filed under separate medwatch report number.

Event description:
It was reported that this was a closure of the right jugular using two prostyle devices with the pre-close technique via an 8f sheath hole prior to an aveir leadless pacemaker interventional procedure. Reportedly, two days post procedure, discharge, drainage from the insertion site of the device occurred. The patient's doctor is concerned that the patient is having a reaction to the device itself. The patient was prescribed antibiotics. This has been going on for three weeks. No additional information was provided.